Event description:
Assessment of hygiene around implant: fair. The following conditions were involved in the event: poor bone quality/ quantity, previous bone augmentation, peri-implantitis, infection. At time of the event or implant failure / removal, there were: pain, mobility, abscess; other: site #30. The prosthesis was fitted. Type of prosthesis: crown. Date abutment was installed: (B)(6) 2020. Date final restoration installed: "(B)(6)". The recall appointment was followed. Bone type: iii. Site was tapped. Bone-level profile drill used. Holding key was not used. Primary stability was achieved. Osseointegration was achieved. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".